Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during inflation and the device could not be used for hemostasis in a transfemoral catheter angiography (tfca) procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a a 6/7f mynx control vascular closure device (vcd) ruptured during inflation and the device could not be used for hemostasis in a transfemoral catheter angiography (tfca) procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile "mynx control vcd 6f/7f" device, involved in the reported complaint, was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that both button 1 and button 2 were in the unpressed position. The syringe and procedure sheath were not included for evaluation. The stopcock was found to be in the open position, and the balloon was fully deflated. The sealant was observed in its manufacturing position, fully covered by the sealant sleeves, with no damage noted on the sealant sleeves. An inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, in accordance with the mynx control instructions for use (IFU). No ruptures or loss of pressure were observed in the balloon. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as ¿balloon- balloon loss of pressure¿ was not confirmed since inflation/deflation test was performed on the balloon of the returned device, and the balloon was able to be inflated/deflated. The balloon of the returned device performed as intended per the mynx control instructions for use (IFU), and no loss of pressure or ruptures were observed on the balloon. Due to the condition of the returned device not matching the issue reported, it is not possible to draw any conclusion as to the reported event. The device that was returned functioned as expected. Handling process factors may have contributed to the failure as reported. This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.